Manufacturer narrative:
Medwatch sent to FDA on 10/19/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "giant cell reaction to foreign body" and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of granuloma and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) indurations or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections having been reported, is advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma in the "sub mental crease." About 4 years later, the patient was also injected with unspecified juvéderm voluma in the cheeks. The following month, the patient developed a lump "under the chin. Healthcare professional referred the patient to an ear nose and throat doctor for a biopsy of the lump with the results of "giant cell reaction to foreign body." Five months after the last injection, the patient started developing lumps on the cheeks. The patient was prescribed antibiotics and after 3 days, the "lumps had softened. " this is the same event and the same patient reported under MDR ID #3005113652-2015-00625 ((B)(4)). This is the first MDR submitted for the first suspected product, the first injection with unspecified juvéderm voluma.